Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws does not present any manufacturing anomaly likely to be at the origin of this breakage. It has a high molecular weight. Given the progress of the manufacturing session of this batch of ligafix, the implementation conditions can not be the cause of the failure. The shape of the fracture of the screw is characteristic of a combined torsion and flexion rupture. This break is due to the combination of several factors: dt4 graft => short graft. 2. 7.5mm tibial tunnel ø requiring the use of screws with 0.9mm guide pin. In dt4, the graft does not protrude from the tibial tunnel, which makes the positioning of the guide pin less easy, especially for ligafix ø7 and ø8 which require the use of a guide pin of small diameter: 0.9mm. When using ligafix ø7 and ø8, the use of the spindle tube facilitates and ensures greater positioning accuracy of the ø0.9 guide pins. The prior tapping performed by the surgeon is a positive point, making it easier to place the screw, especially at the interface of the graft with the bone. Hypothesis : the rupture of the tip of the screw comes from bending stresses exerted by the guide pin following a divergent trajectory operated by the screw at the beginning of its screwing at the interface of the graft and the bone. The progress of the screw at the interface of the graft and the bone bent the guide pin, biasing in bending the tip of the screw, guide zone of the spindle. This zone, not being driven by the screwdriver, is more sensitive to bending and torsion stresses. The advancement of the screw increased the stresses at the tip, up to being above the yield strength of duosorb60, which caused it to break.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. Screw broke following implantation failure. Complementary information received by phone: "tunnel ø7.5 - tapping ok - st4 technique - pull up + tibial screw - the tip that broke could not be retrieved: remained inside patient - another screw was implanted over it".